Event description:
The service report shows that while performing an unrelated service, the service technician found that the audio alarm did not sound during a low battery condition. The service technician inspected the device and replaced the battery relay and fuse. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.